Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2008. According to the complainant, the patient experienced continued urinary incontinence, bleeding, infection, and proteinuria post procedure. The exact nature and date of onset of these symptoms are unknown. Attempts to obtain additional information have been unsuccessful.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2008. According to the complainant, the patient experienced continued urinary incontinence, bleeding, infection, and proteinuria post procedure. The exact nature and date of onset of these symptoms are unknown. Attempts to obtain additional information have been unsuccessful. Additional information received on (B)(4) 2013: the device was implanted on (B)(6) 2009.